Manufacturer narrative:
The cannula (lot no. 00132837) was in use on the patient from 2023-12-12 until the time of the event on 2024-07-12 (213 days). The incorrect event date as well as the usage days of the pump were entered inadvertently in box h11. They have been revised. The initial MDR described that it is not possible to investigate the event further as no pictures of the alleged crack were provided by the clinic and they have disposed of the affected cannula. However, the code 4115 for type of investigation in box h6 was omitted. The code has beed added.

Event description:
Berlin heart inc. Clinical affairs was informed by the clinic on 2024-07-29 that there had been a crack on the arterial cannula for small children ø 6 mm; l 25 cm on (B)(6) 2024. The defect appeared to be at the cannula connection. Blood was noticed on the floor. Both inflow and outflow cannula were clamped and the patient was intubated. At the time of the report, the affected portion of the cannula had been trimmed off and discarded by the site, and no photos of the crack were taken. The patient recovered in the ICU after the event with no deficits noted. At the time of the report, the affected cannula had been disposed of by the site, and no photos of the crack were taken.

Manufacturer narrative:
The cannula (lot no. 00132837) was in use on the patient from 2023-12-12 until the time of the event on 2024-07-29 (230 days). We have reviewed the production records of the excor arterial cannula lot no. 00132837. This product was produced according to our specification. According to the production records, a total of 5 cannulas with this lot number were produced and all were distributed in the USA. All of the 5 cannulas were used on patients: 3 cannulas are still on the patients, the cannula associated with this complaint has been explanted as the patient was transplanted, and 1 cannula is no longer on the patient as the care has been withdrawn. There are no additional complaints associated with this lot number. It is not possible to investigate the event further as no pictures of the alleged crack were provided by the clinic and they have disposed of the affected cannula.